Manufacturer narrative:
The manufacturer previously reported a variation in the ventilator's positive end expiratory and positive inspiratory pressure delivery was observed. Additional information received indicates the ventilator's software was re-loaded to address the issue.

Event description:
The manufacturer received information alleging a variation in the ventilator's positive end expiratory pressure delivery and positive inspiratory pressure was observed. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.